Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single-lumen umbilical vessel catheter (uvc). The customer states that during use on a pt medication leaked just below the hub where the catheter is joined, after intubation from the umbilical fold and medication (saline 20ml and heparin na0.02ml) was applied. The customer reports the uvc was inserted (B)(6) 2012 with ease into the umbilical vein and was not difficult to secure. The customer further reports that an x-ray was not taken upon placement and the line was flushed on a regular basis with a 10ml syringe. Isogin (povidine) was used to clean the area. The uvc was removed on (B)(6) 2012 and replaced with a new uvc. The customer reports the pt status is fine.